Event description:
A facility reported that patient was positioned prone and head was being placed in the mayfield skull clamp (a1059) and the surgeon believed the two pin lock to be engaged. However, when the patient's head was no longer being supported, the lock failed and the patient's head slipped. This resulted a 3 inch laceration which was closed with staples. The patient was repositioned and the procedure proceeded without incident. There was no significant delay in surgery, and the patient is currently healing.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - evaluation found no device deficiencies that would have contributed to the reported complaint. The reported complaint issue "slippage" could not be replicated. The unit has movement in the lock, and the lock is sticking, but it would not slip when the clamp was properly positioned and put under pressure. The clamp is old and lacks servicing, thus it is recommended that it receives routine maintenance. Root cause - probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. Since the unit was involved in a patient injury it was sent to quality engineering for further investigation. Further investigation by quality engineering confirms the findings of the service and repair evaluation and notes no additional device deficiencies. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
This MDR is being submitted for correction b1, b2 field of the initial MDR.